Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name: gentamicin sulphate active ingredient(s): gentamicin sulphate dosage form - powder strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the expired product smartset ghv gentamicin 40g was used during the knee surgery. The expiry date of product was 28th february 2022. No other information about the patient condition is available at this moment. Product is implanted in patient body.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (nc search) was performed for the finished device product code - 3095040, lot number - 9448048, and no non-conformances / manufacturing irregularities were identified.